Manufacturer narrative:
H4: the lot was manufactured from august 08, 2022 - august 12, 2022. H10: the device was received for evaluation. The unit contained 3ml fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The infusion took 69 hours which was 23 hours longer than the expected medication time of 46 hours. The total filling volume was 114 ml (5fu 102ml and saline 12ml). This was discovered after patient use at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.